Event description:
The customer reported that during a laparoscopic hemi-colectomy, the pt started bleeding from the spleen. The bleeding could not be controlled with the products being used so the surgeon switched out the generator and all disposables. A valleylab electrosurgical pencil was reported to have been along with other non-valleylab products. The procedure was converted to open, and the bleeding was controlled. At this time, the pt is reported as being in fine condition. The forcetriad involved was checked out at the site by clinical engineering and was reported to function properly.

Manufacturer narrative:
Date of initial report : 10/22/2009. The site risk manager has indicated that all disposable products have been discarded. Add'l questions in regard to the incident have been asked. If add'l info pertinent to the incident is obtained, a f/u report will be submitted.